Manufacturer narrative:
Omit : concomitant med prod data, c20 - no findings available, d15 - cause not established. Additional information : imdrf annex a, b, c, d, g codes and manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report.

Event description:
It was reported that the large volume pump module allegedly reverted back to a previously programmed dose after a dose adjustment was made. The customer provided the following narrative regarding the event: "when an rn was rounding, she noticed that her heparin gtt was not running at the correct rate. It had defaulted back to a previous rate of 1,280 units/hr. She asked another rn to come back into the room and rate/dose verify again. Per mar documentation, the heparin rate was changed from 1280 units/hr to 1530 units/hr on (B)(6) 2024 at 2331." There was patient involvement but no harm.

Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : no devices received, log review only.

Event description:
It was reported that the large volume pump module allegedly reverted back to a previously programmed dose after a dose adjustment was made. The customer provided the following narrative regarding the event: "when an rn was rounding, she noticed that her heparin gtt was not running at the correct rate. It had defaulted back to a previous rate of 1,280 units/hr. She asked another rn to come back into the room and rate/dose verify again. Per mar documentation, the heparin rate was changed from 1280 units/hr to 1530 units/hr on (B)(6) 2024 at 2331." There was patient involvement but no harm.